Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review could not be completed, as no lot number was provided. IV catheter broke off in patient¿s vein. Additional information was received, "the broken piece was removed by a surgeon at bedside. They had to make a small incision to retrieve it and suture the patient's neck. No imaging was performed. I don't have the batch/lot number of the product as it's not something we stock on my floor and if I remember correctly, the IV was placed in the operating room. The pieces were retained and picked up by risk management. Lot analysis: device/batch history record review: no. Although this is a MDR, no lot was provided; therefore no DHR review completed. Conclusion: the defect catheter broke/separated after placement; as stated as the reported code could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Root cause: relationship of device to the reported incident: indeterminate without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd insyte¿ autoguard¿ shielded IV catheter ¿broke off in the patient's vein¿. Medical intervention was required as the surgeon removed broken piece at bedside.